Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. As the device was not returned, the root cause for the severe aortic insufficiency, aortic stenosis, and tear could not be confirmed. However, these events were likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration or non-structural valve dysfunction. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that failing 29mm pericardial aortic valve was disabled using a valve-in-valve procedure after an implant duration of seven (7) years, seven (7) months, and twenty-three (23) days due to severe aortic insufficiency and aortic stenosis. A 29mm transcatheter valve was implanted. Both devices remained implanted. Per obtained medical records, the patient presented with congestive heart failure. A work up echocardiogram was performed and revealed severe aortic insufficiency and aortic stenosis. Transesophageal echocardiogram (tee) at the beginning of the surgery revealed severe aortic insufficiency with a mobile mass that was most likely secondary to a tear of the prosthetic aortic valve. After the 29mm transcatheter valve was implanted, a tee revealed excellent valve function and the mobile mass on the prosthetic valve leaflet was no longer mobile. The patient was then taken to the recovery room in stable condition. The patient was discharged home in stable condition on post-operative day four (4).